Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings around 295 mg/dl after a usual-sized meal while using the ilet with a dexcom g7, with a brief sensor issue noted overnight and meal announcements frequently set to a lesser-than-usual option. Symptoms included elevated blood glucose. Outcomes included stabilization and downward trend to 241 mg/dl by fingerstick during the call and further stabilization to 187 mg/dl later. Investigation included troubleshooting and education regarding appropriate meal announcements, response to alarms, rapid-acting carbohydrate selection for hypoglycemia treatment, and reinforcement of the 15-gram rule for lows. Investigation of this case revealed that the hyperglycemia was consistent with a conservative meal announcement relative to the meal size combined with transient sensor disruption, while device performance otherwise appeared consistent with expected behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.